Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal arthroscopy repair surgical procedure, it was observed that a metallic glitter fell off the ultra aggressive blade device in the patient due to the rubbing. It was reported that there was a potential risk that some fragments were still in the patient. It was reported that the surgeon had to stop the procedure and used another blade to complete the procedure. There was an unspecified delay in the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary- the complaint device is not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: device manufacture date: the device manufacture date was inadvertently missed in the initial report and has been updated as 1/17/2018. Device evaluation: investigation summary = the complaint device was received and evaluated. Visual observation showed no anomalies on inner or outer plastic hubs. The inner blade and outer blade were inspected separately, the inner blade was found to have surgical debris on the distal tip. There was a grind feel when rotating the inner and outer blades together, indicating the assembled could have surface fractures. When the distal tip of the inner shaft was examined under magnification, together while rotating the inner blade, behind the (blade window view) showed some striation marks indicating excessive friction and that could be the section of the inner blade that was shedding off during use. A white paper was performed previously on this failure; the result indicated that the amount of shedding for this product is acceptable. Possible root cause could be that the device hit a hard surface, or an excessive lateral force was applied to the device during use, which could've lead to metal shavings as reported, confirming this complaint however, a specific root cause could not be determined. The DHR review indicated that this batch of (B)(4) devices was processed with 1 incident not related to the complaint condition therefore, there is no evidence of manufacturing anomalies on the records reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. The complaint device is not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.